Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "clamp stripped and let go of patella during implantation - fell on the floor and had to be autoclaved. This took an additional 30 minutes."